Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator service required code was observed in the downloaded event log. The device's overhead blower filter was replaced to address the issue.